Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was observed that an integrated circuit chip, designator u3 from the digital pcb assembly had malfunctioned and caused the device to no longer power on. The customer received a replacement device.

Manufacturer narrative:
(B)(4). The customer will be provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had all three icons (charge pak, attention and service wrench) present on its readiness display.  The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy if it were necessary.  There was no patient use associated with the reported event.